Event description:
Caller reported a recurring cartridge alarm 30 issue that occurred around 50 units during pumping over the last two weeks, including three times on july 11th and twice on the report day. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised by technical support to use multiple daily injections as a backup therapy, and a replacement pump with updated software was sent along with necessary training through their tandem source account. Instructions were provided for putting the pump into storage mode and returning it via ups.